Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a blade broken. The blade broke at roughly 0.154¿ from the base. The broken piece was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, harmonic ace instrument was installed and "reduce the pressure on the blade head" message was displayed. The customer used a spare instrument to continue with the procedure. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the site's robotic team lead and obtained the following additional information regarding the reported event: the instrument's functionality was inspected before use with nothing found out of the ordinary. The instrument did not collide with any other instruments or hard material. A fragment did not fall into the patient's anatomy. Post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically.